Manufacturer narrative:
A field service engineer (fse) went on-site and did not find any leaks inside the instrument. The customer told fse that the tubing had popped off port 11 of the blood sampling valve (bsv). The customer had been able to replace the tubing with help from bec customer technical support (cts) and this had resolved the leak. The instrument was still giving flow cell clog errors. Fse observed that the bsv was not moving properly. Fse replaced the bsv actuator and the instrument then ran without any leaks or errors. Fse also replaced the differential mixing chamber and flushed the vacuum lines as a preventive measure. The repairs were verified per established procedures. The cause of the leak was that tubing popped off of port 11 of the bsv. The instrument operated as intended by generating flow cell clog errors, alerting the operator to an instrument problem. (B)(4).

Event description:
A customer contacted beckman coulter (bec) to report a leak inside a coulter hmx hematology analyzer. The instrument was giving 'flow cell clog' errors when the leak was noticed. The volume of the leak was about 50 ml. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No injury or exposure was reported. There was no affect to patient samples. No erroneous results were generated or reported.